Event description:
It was reported that a spectrum iq infusion pump had an issue of downstream occlusion error. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported 'downstream error' was not reproduced. Device sent to the flow line for a downstream occlusion test. Downstream occlusion test passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusions" alarms, however the log cannot be used to distinguish true and false alarms. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.